Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. Also, the right ventricular (rv) lead exhibited high impedance, along with an impedance spike, and a high number of short interval counts (sic). A lead fracture was confirmed. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).